Event description:
Consumer reports inaccurate readings iwth cobranded logic meter when comparing to a competitive meter. Analysis run on clark error grid using competitive readings (81) as ref. Point vs. Bd readings of (227) yielded data points in the "c" range of grid outside of acceptable range.